Manufacturer narrative:
(B)(4). Concomitant medical products: 139254 m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1 219180, us157848 48odx42id magnum abx pf cup 597240, 103201 taperloc por fmrl 6.0x132 313590. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00238.

Event description:
It was reported the patient underwent an initial left hip anthroplasty and was subsequently revised due to pain and fluid on the hip twelve years later. Attempts were made to obtain additional information; however, none was available.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034 -2015 - 00624. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034 - 2015 - 00624.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of the event reported on 0001825034 -2015 - 00624. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034 - 2015 - 00624.